Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that there were low pump flows with the impella cp. An acute suction event occurred and was not able to be resolved with decreasing performance levels and repositioning of the device. There was concern for clot. The physician replaced the device by out wiring the old and deploying brand new device in the same access site. No patient harm reported due to the issue.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Pump was not returned for investigation. Data log shows the drop in pump flow after motor current spike and suction event. The cause of the low pump flow issue was ingested biomaterial based on data logs and clinical information. This report is being filed as part of a retrospective review of historical records.